Event description:
It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the left ventricular lead exhibited high capture. X-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.